Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 77-year-old male supported with an impella cp for acute myocardial infarction (ami) and cardiogenic shock (cgs), with a pre support clinical state consistent with scai shock stage d. On (B)(6) 2026 at approximately 1810, the patient experienced a ventricular tachycardia (vt) arrest. A brief resuscitative effort was required, including chest compressions, defibrillation, and administration of emergency medications, after which return of spontaneous circulation (rosc) was achieved. Echocardiography demonstrated the impella device positioned at approximately 7cm. Under echo guidance, the physician repositioned based on available information, the event appears related to the patient¿s underlying critical condition, including recurrent ventricular arrhythmias and cardiogenic shock. No allegation or deficiencies were noted by customer. Further clinical management is ongoing, and the patient remains on mechanical circulatory support.

Manufacturer narrative:
B1/b2, b5, h1 and h6 updated. Corrected data. A01 removed from h6. The investigation is still ongoing.

Event description:
The patient is a 77-year-old male supported with an impella cp for acute myocardial infarction (ami) and cardiogenic shock (cgs), with a pre support clinical state consistent with scai shock stage d. On (B)(6) 2026 at approximately 1810, the patient experienced a ventricular tachycardia (vt) arrest. A brief resuscitative effort was required, including chest compressions, defibrillation, and administration of emergency medications, after which return of spontaneous circulation (rosc) was achieved. Echocardiography demonstrated the impella device positioned at approximately 7 cm. Under echo guidance, the physician repositioned based on available information, the event appears related to the patient¿s underlying critical condition, including recurrent ventricular arrhythmias and cardiogenic shock. No allegation or deficiencies were noted by customer. The patient withdrew care on (B)(6) 2026 at 8:04 and subsequently expired. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was most likely use issue related since the echo performed showing device at approx 7cm after chest compressions, defibrillation, and emergency meds.

Manufacturer narrative:
D6b: added explant date.